Event description:
It was reported that there was a connection issue between the implantable cardioverter defibrillator (ICD)nd the right ventricular (rv) lead. A high defibrillation impedance and oversensing were noted. The lead remains in use and a new device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.